Event description:
It was reported that the ilet user experienced elevated and fluctuating blood glucose after not announcing breakfast and lunch, with review of the device history confirming no meal announcements and indicating a user procedure issue related to the user interface. Symptoms included hyperglycemia with a peak of 375 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and caregiver, as well as analysis of information provided by the user. Investigation of this case revealed that no device problem was found, and a usage problem was identified consistent with improper or incorrect procedure, specifically failure to meal announce through the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.